Manufacturer narrative:
This user facility submitted information regarding two events involving two of the company's ewc. One device was returned from the user for the return product analysis, however, it is unclear whether the device returned is the subject of this MDR report, or the subject of MDR no. 3004659744-2006-00002. Investigation of the returned device is ongoing and additional information will be provided, if warranted.

Event description:
The physician navigated to a suspected lesion using the bronchus system, withdrew the locatable guide from the extended working channel (ewc). He then confirmed the ewc tip position by reinserting the locatable guide. He did not note resistance, but observed under fluoroscopy that the locatable guide was extending through the side of the extended working channel approx 2 cm from the distal tip. The procedure was discontinued. Upon examination, a "longitudinal rip in the side of the ewc" was observed. No pt injury occurred.